Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed, in ada site #23 of the patient¿s mouth, no primary stability and low torque was observed. Patient presented with type iii bone quality. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed, in ada site #23 of the patient¿s mouth, no primary stability and low torque was observed. Patient presented with type iii bone quality. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.